Event description:
Product was returned as part of recall. During internal evaluation, product button intermittently failed to actuate. (On-off button)

Manufacturer narrative:
Conclusion code 55 was used as it reflects intermittent component failure where the event is interpreted to be overall device performance. Event is date that the device was tested at the manufacturing facility.